Manufacturer narrative:
Section b5 has correction. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the execution of somatosensory evoked potentials, waveforms could no longer be obtained (bilaterally). Although the lower limbs were being stimulated, no movement of the peripheral big toe was observed, leading to the determination that stimulation might not have been delivered. Since the cause of the malfunction could not be identified, the stimulator extender and stimulator cable were replaced with substitute units and issue persisted. The procedure was completed with the reported devices and there was no patient impact.

Manufacturer narrative:
Continuation of d10: analysis of the other relevant device(s) are: product ID: ceex20, serial/lot #: (B)(6), UDI#: (B)(4) found during the incoming inspection, a scratch on the cable sheath was observed. Applicable code for concomitant product (product ID: ceex20, serial/lot #: (B)(6) - b01, cc070606 and d20. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: ceex20, serial/lot#: (B)(6), UDI#: (B)(4); product ID: eex901, serial/lot#: (B)(6), UDI#: (B)(4); product ID: ceex20, serial/lot#: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the execution of somatosensory evoked potentials, waveforms could no longer be obtained (bilaterally). Although the lower limbs were being stimulated, no movement of the peripheral big toe was observed, leading to the determination that stimulation might not have been delivered. Since the cause of the malfunction could not be identified, the stimulator extender and stimulator cable were replaced with substitute units. The procedure was completed with the backup devices and there was no patient impact.

Manufacturer narrative:
H6: previous code d16 in no longer valid for the primary device and the new applicable code is d02. Previous code d16 in no longer valid for other relevant devices mentioned below and new applicable code is d20. Product ID: ceex20, serial/lot #: (B)(6), UDI#: (B)(4), product ID: eex901, serial/lot #: (B)(6), UDI#: (B)(4); product ID: ceex20, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5: additional information is received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that, anesthesia might have had an impact, but the hospital staff mentioned that when the event occurred, it was confirmed with the anesthesia physician but there were no problems. As the sep waveform did not appear, the current malfunction investigation began, so it is believed that there is no possibility of a muscle relaxant.